Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. The receiver was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. Receiver. The receiver download was retrieved and no issues were found. The reported event of initializing screen without manual restart was not confirmed. A probable cause could not be determined. The transmitter was returned for investigation. An external visual inspection was performed and no defects were found. No further investigation was performed on the transmitter as it would not contribute to the patients complaint.